Event description:
The customer states that one patient sample generated low results for all parameters when tested on the cell-dyn 1800 analyzer. A hemoglobin result of 7.0 g/dl was generated. The patient's physician sent the patient to the hospital where a new sample was drawn and tested. All hematology parameters were within the lab's normal reference ranges (no specific results from the hospital's testing were provided). There was no further impact to this patient's management reported.

Manufacturer narrative:
An investigation is in process. A follow-up report will be submitted when the investigation is complete. (B)(4).

Manufacturer narrative:
For the follow-up MDR submitted on (B)(4) 2011, MFR received date should have been (B)(4) 2011.

Manufacturer narrative:
The abbott customer technical advocate (cta) advised the customer to perform the sample aspiration probe cleaning procedure and to clean the lyse inlet tubing and detergent inlet tubing. The customer also replaced a cracked lyse cap. The customer reported that after performing the recommended troubleshooting, the instrument was performing within specifications. Instrument performance and patient results were acceptable. The cell-dyn 1800 operator's manual (list number 07h80-01, revision e) contains information to address the customer's current issue. A review of complaint tracking and trending metrics was performed and identified no adverse trends in conjunction with the complaint issue currently under evaluation. Based on the investigation and event details, no product deficiency was identified with the cell-dyn 1800 instrument. Review of complaint tracking and trending; abbott customer technical advocate initiated troubleshooting with customer intervention.